Event description:
It was stated that despite new batteries, the pump only runs for a short time before switching off again immediately. The event occurred during set up. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the despite new batteries, the pump only runs for a short time before switching off again immediately. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint issue was not confirmed and no problem found. The device will be submitted for functional and delivery testing and the device shall be returned to the technician for additional repair tasks.